Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. The patient reported that they had major issues. The patient stated that it was shocking them and that they had back pain. The patient noted that they were in the hospital on saturday due to the back pain. It was indicated that it was unknown what troubleshooting, diagnostics, or actions were performed. Additional information was received from the patient via a manufacturer representative (rep). The patient reported that they were getting uncomfortable shocking and pain at the implant site. The patient noted that the shocking was not constant but it ached most of the time, the patient noted that it felt like they had been kicked by a horse at the implant site. The patient denied any environmental, external, to patient factors that may have led to the issue. It was indicated that no diagnostics or troubleshooting was performed at the time of report. The patient claimed that they lost their remote so they were unable to make any adjustments. The patient was advised to follow up with a healthcare professional (hcp) and it was indicated that the issue was not resolved at the time of report. Additional information was received from the patient. The patient denied having any underlying health conditions. Additional information was received from the rep. The rep reported that the cause of the uncomfortable and painful shocking had not been determined. It was indicated that the patient had not seen the hcp or rep at the time of report. The rep noted that no actions or interventions were taken as the patient lost their programmer when moving. It was indicated that the patient had stated that they would turn the stimulator off or down when they received their new remote. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.